Manufacturer narrative:
No medical intervention was conducted. Spouse provided patient with carbohydrates and patient responded. Diabetic coma and lack of breathing are not confirmed. The spouse reported that the needle release button failed to retract the v-go needle, however this would only be used at the end of the device use period and would not impact insulin delivery. The device was not returned for evaluation. Considering this was the first day the patient used the product, the v-go 30 may provide more basal rate insulin than the patient requires. The patient wife mentioned that her husband is no longer on the v-go. No other information was provided. The root cause cannot be determined with the information provided.

Event description:
Vgo 30 user spouse reported that her husband experienced a low blood sugar reading and that she thinks he went into diabetic coma. The patient wife did not have an actual low blood sugar reading number. The patient wife mentioned that she went to touch her husband and noticed that he was not breathing. She poured honey down his throat and then was able to get a response after 5 minutes. The patient wife mentioned as well that it was at least 25 minutes before she was able to get him to sit up. The patient wife also reported that the needle release button failed to retract the v-go. The patient wife mentioned that her husband is no longer on the v-go.

Manufacturer narrative:
UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4).